Event description:
Information was received from a healthcare provider via a company representative regarding a patient in (B)(6) who was receiving lioresal (concentration 500, dose 290) via an implantable pump. A flipped pump was reported. The patient had pump replacement a few weeks prior to this report date and all went fine. However, the consultant could not find the refill port to refill her pump and suspected that the pump had flipped. The patient was taken into theatres and troubleshooting was performed (theatre investigation) and it was confirmed that the pump had indeed flipped. The interventions/actions taken were noted as, patient was listed for surgery/troubleshooting before low reservoir alarm the pump was refilled in theatres and repositioned (also reported as re-implanted) in better position with sutures to keep it in place and prevent future migration. There were no patient symptoms and at the time of this report, the patient status was alive - no injury and the issue was resolved